Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle of sensor fractured while in the body. The customer's blood glucose was unknown. Customer stated that she was not able to remove needle from the sensor after inserting it. Customer reported that the introducer needle was still in the body. Customer reported that they was not received medical treatment as a result of the needle fracturing while still in the body. Upon removal customer noticed that the needle was bent. The sensor will be returned for analysis.